Manufacturer narrative:
Lead was explanted on (B)(6) 2021 due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021 due to noise. Upon receipt, the lead under complaint was found cut 14.5cm distal to the is-1 connector pin. The proximal fragment (including the yoke and connector pins) and the distal fragment (including the lead tip) were received for analysis. The medial fragment (approximately 5cm length) was probably not returned. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the returned lead fragments was scrutinized. The analysis showed multiple abrasion marks along the lead fragment. In particular between 8cm and 7.5cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as cuts into the insulation 37cm proximal to the lead tip and a deformed rv shock coil, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise reported on the rv and ra channels in recordings transmitted to home monitoring. Further lead evaluation in office was recommended. Lead remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.